Event description:
Excess fluid gain of ii kilos during 1-2 hours of dialysis treatment. Dialysate pressure pump failed to operate. Pressure holding test not donekey operator. Dialysate pressure alarm limits not set.